Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2020 due to sepsis. Cultures resulted staphylococcus epidermidis bacteremia. The infection was treated with intravenous daptomycin. Blood culture were repeatedly taken over (B)(6) 2020 to (B)(6) 2020. Each blood sample resulted positive. The site communicated the patient would remain admitted until blood cultures are clear and then be discharged on intravenous antibiotics. No further information was reported.